Event description:
It was reported a patient underwent an unknown procedure on an unknown date in (B)(6) 2024 and suture was used. It was noticed needle given back did not have a sharp tip. Found the tip on drape and luckily end of forceps are magnetic so it just stuck on to that. There was no patient consequences reported. Device was not returning. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. There are no answers available to the questions asked. Can you identify the lot number of the product used? What is the procedure name and date? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). A user facility medwatch form was received: #mw(B)(4), no product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.